Event description:
It was reported that the arctic sun device alerted 113 (reduced water temperature control) x 5. Patient temperature (pt) was 37.4c, targeted temperature (tt) was 37c, water temperature (wt) was 11.1c, water flow rate (wfr) was 0.2 l/m. 4 pads connected. Walked through stop therapy, disconnect and reconnect. Restarted therapy. System diagnostics showed that the outlet monitor temperature (t1) was 15.2c, outlet control temperature (t2) was 15.3c, inlet temperature (t3) was 19.7c, chiller temperature (t4) was 26.7c, water flow rate (wfr) was 2.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 87 percentage, mixing pump command (mpc) was 0, heater 100 percentage, water reservoir level (wrl) was 4, system hours were 14525.1 and pump hours were 13897.2. Advised to swap out for alternate device. Nurse stated that this was their last available device. Noted this device would continue to alert 113 and would not be able to control the patient's temperature accurately. Suggested trying an alternate method for controlling patient temperature.

Manufacturer narrative:
The reported issue was inconclusive. The root cause of the reported issue could not be identified. Arctic sun device alerted 113 (reduced water temperature control) x 5. Patient temperature (pt) was 37.4c, targeted temperature (tt) was 37c, water temperature (wt) was 11.1c, water flow rate (wfr) was 0.2 l/m. 4 pads connected. Walked through stop therapy, disconnect and reconnect. Restarted therapy. System diagnostics showed that the outlet monitor temperature (t1) was 15.2c, outlet control temperature (t2) was 15.3c, inlet temperature (t3) was 19.7c, chiller temperature (t4) was 26.7c, water flow rate (wfr) was 2.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 87 percentage, mixing pump command (mpc) was 0, heater 100 percentage, water reservoir level (wrl) was 4, system hours were 14525.1 and pump hours were 13897.2. Advised to swap out for alternate device. Nurse stated that this was their last available device. Noted this device would continue to alert 113 and would not be able to control the patient's temperature accurately. Suggested trying an alternate method for controlling patient temperature. The instructions-for-use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. Based on the results of this investigation, no additional actions are required. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerted 113 (reduced water temperature control) x 5. Patient temperature (pt) was 37.4c, targeted temperature (tt) was 37c, water temperature (wt) was 11.1c, water flow rate (wfr) was 0.2 l/m. 4 pads connected. Walked through stop therapy, disconnect and reconnect. Restarted therapy. System diagnostics showed that the outlet monitor temperature (t1) was 15.2c, outlet control temperature (t2) was 15.3c, inlet temperature (t3) was 19.7c, chiller temperature (t4) was 26.7c, water flow rate (wfr) was 2.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 87 percentage, mixing pump command (mpc) was 0, heater 100 percentage, water reservoir level (wrl) was 4, system hours were 14525.1 and pump hours were 13897.2. Advised to swap out for alternate device. Nurse stated that this was their last available device. Noted this device would continue to alert 113 and would not be able to control the patient's temperature accurately. Suggested trying an alternate method for controlling patient temperature.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Correction: d, e, f, h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device alerted 113 (reduced water temperature control) x 5. Patient temperature (pt) was 37.4c, targeted temperature (tt) was 37c, water temperature (wt) was 11.1c, water flow rate (wfr) was 0.2 l/m. 4 pads connected. Walked through stop therapy, disconnect and reconnect. Restarted therapy. System diagnostics showed that the outlet monitor temperature (t1) was 15.2c, outlet control temperature (t2) was 15.3c, inlet temperature (t3) was 19.7c, chiller temperature (t4) was 26.7c, water flow rate (wfr) was 2.9 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 87 percentage, mixing pump command (mpc) was 0, heater 100 percentage, water reservoir level (wrl) was 4, system hours were 14525.1 and pump hours were 13897.2. Advised to swap out for alternate device. Nurse stated that this was their last available device. Noted this device would continue to alert 113 and would not be able to control the patient's temperature accurately. Suggested trying an alternate method for controlling patient temperature.